Event description:
A report was received that the patient had erythema, infection or discharge noted around the lead insertion site. The patient underwent a procedure wherein the physician removed the trial leads and sutures holding the external anchor. The patient was given antibiotics and was doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2366-50e serial #: (B)(4), description: trial linear 3-6 lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the physician believed that there was no infection suspected for this patient.

Event description:
A report was received that the patient had erythema, infection or discharge noted around the lead insertion site. The patient underwent a procedure wherein the physician removed the trial leads and sutures holding the external anchor. The patient was given antibiotics and was doing well after the procedure.